Event description:
Related manufacturer report number 3006705815-2022-01429; related manufacturer report number 3006705815-2022-01430; related manufacturer report number 1627487-2022-01547. It was reported that the infection was observed at the lead site. The leads and anchors were explanted. There were no complications during the procedure and reportedly the infection issue has resolved. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.